Event description:
In 2000, the doctor applied a mini lengthener to the pt for lengthening of the 4th metatarsal. During treatment/lengthening, the doctor noticed that the clamp cover was not secure around the screw shanks. When the clamp cover was tightened it stripped out and could not be manipulated at all. The doctor replaced the clamp cover screw in doctor's office with a screw from a different MFR and that screw remained in place for a couple of weeks. The foreign screw began to lose tension as well and the clamp became loose around the screw shanks again. This caused the fixator to lose fracture position and any length that had been achieved. The doctor then removed the entire fixator in doctor's office and replaced it with another m103 but used some available hinged clamps instead of the straight clamps.